Event description:
It was reported that stent migration occurred resulting to a surgical intervention. The long-term dialysis patient experienced swollen face and right arm. Angiography was performed, and physician found that the patient's right subclavian vein to brachiocephalic vein arch were 70% stenosed. A 14x60/9fr uni plus 75cm wallstent endoprosthesis was implanted to the lesion to relieve the swelling on (B)(6) 2022. On (B)(6) 2022, the patient returned to the outpatient department and angiography was performed again since the swelling did not improve. However, it was found that the previously implanted stent has migrated to right atrium. The patient underwent surgery to remove the implanted stent. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
Initial reporter address (B)(6).